Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer¿s father reported via phone call that customer experienced hyperglycemia with blood glucose value was 400 mg/dl. Customer also stated that insulin pump went black and noticed metal contact of battery cap was came off. Customer also stated that infusion set came off while the customer was sleeping and they unsure of the cause of the product not adhering. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.